Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h6 and h10 DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the air dermatome on october 12, 2019 revealed that the device was outside calibration specifications and the service technician noted that this was the most likely cause of the complaint. The motor and bearings were also running rough and erratic. Repair of the air dermatome was performed by zimmer biomet surgical on october 12, 2019 which included replacement of the motor, bearings, poppet assembly, thickness control lever and eccentric shaft. Air dermatome, serial number 112066, was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was outside calibration specifications. The service technician noted that this was the most likely cause of the reported issue. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was not cutting properly, the graft produced was splayed. The event timing was unknown and did not result in any harm or injury. No adverse events were reported as a result of this malfunction.